Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was successfully using the device until two months ago when the sound quality started to decrease. Currently the patient is not able to hear with the device. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. In addition, damage to the active electrode, as might be caused by an external mechanical impact, was found during investigation. This impact might have weakened the fixation of the implant and/or the electrode leading to damage to the active electrode likely caused by minute device mobility. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was successfully using the device until two months ago when the sound quality started to decrease. Currently the patient is not able to hear with the device. The patient has been re-implanted.